Event description:
Reporter rec'd the er1 message, waited, retested with a blood glucose result of 311 mg/dl. Reporter stated that his medication has recently been changed and suspected he was running high.